Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced erythema ("my ear turns red"), skin warm ("ear turns very hot"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, erythema, skin warm, hot flush and night sweats outcome was unknown. The reporter considered erythema, hot flush, medical device removal, night sweats and skin warm to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: erythema, hot flush, medical device removal, night sweats and skin warm. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced erythema ("my ear turns red"), skin warm ("ear turns very hot"), hot flush ("hot flashes") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, erythema, skin warm, hot flush and night sweats outcome was unknown. The reporter considered erythema, hot flush, medical device removal, night sweats and skin warm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced erythema ("my ear turns red"), skin warm ("ear turns very hot"), hot flush ("hot flashes"), night sweats ("night sweats") and tooth loss ("lost two teeth"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, erythema, skin warm, hot flush, night sweats and tooth loss outcome was unknown. The reporter considered erythema, hot flush, medical device removal, night sweats, skin warm and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- lost two teeth. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.